Manufacturer narrative:
Correction information provided in b.5. And b.7. Additional information provided in d.9., h.3., h.6. And h.11. The lens was returned for evaluation. Solution is dried on the lens. The lens was cleaned with klrp for further evaluation. No damage is observed to the lens. A power and resolution inspection was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. A power and resolution inspection was conducted with acceptable results. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company 16.0 diopter (add power +2.2/+3.2) lens was replaced with an extended depth of focus non-company lens with a diopter of 15.5. This may suggest that the replacement lens model was an improved choice for the patient's vision needs. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
There are two medical device reports associated with this patient. This report is associated with the right eye.

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had blurred vision. The iol was exchanged for unspecified lens. Clinical reason for explant mentioned as patient needed limbal relaxing incision. Additional information has been requested, received and stated the iol was exchanged for another company 0.5 diopter less lens. There was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).